Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102: charge profile fault) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 and a service code 203. The cause for the service code 102 and the service gode 203 was isolated to flux contamination on pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service codes. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102: charge profile fault.